Manufacturer narrative:
The field service engineer changed the measuring cell. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for three patient samples tested with multiple assays on the cobas e 411 immunoassay analyzer. Of the three samples, one had a discrepant value for the elecsys tsh assay and a second sample had a discrepant value for roche diagnostics cobas elecsys anti-tpo. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a tsh value of 41 uiu/ml, which repeated as 2 uiu/ml. The second sample initially resulted with an anti-tpo value of 326 iu/ml on (B)(6) 2019, which repeated as 11.04 iu/ml. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 402248 and the anti-tpo reagent lot number was 390063.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.